Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer was hospitalized due to diabetes ketoacidosis on (B)(6) 2021. Customer feel ok to do troubleshooting. Customer¿s blood glucose value was 880 mg/dl. Customer had a symptoms like fatigue, dizziness, no energy, vomiting, body aches and cramps in stomach, light headache, blurred vision. Customer was treated with insulin drip. The device will return for the analysis.